Event description:
It was reported that during leadless implantable pulse generator (ipg) implant when the tether was being cut strong resistance was e ncountered. The tether was slowly pulled out. Following this, the threshold had increased, and it was assumed that the tail portion of the leadless ipg had sprung upward to the left, and that the electrode portion was not making sufficient contact with the myocardium. Despite reprogramming moments of pacing failure were observed. The leadless ipg was decided to be left in place. The leadless ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: [micra], product ID: [mc2avr1-delsys] (serial: (B)(6)). D9: no product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. The device memory indicated there were issues with the right ventricular amplitude (high output). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.